Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction was observed during review of the device's history logs. However, the reported problem could not be duplicated with the device. The device was put through extensive testing without duplicating the malfunction. A visual inspection of device's battery well found no discrepancies. Review of devices system log did confirm three instances that the device failed to charge. Battery pins and battery lugs were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device failed to charge. Complainant indicated that the patient subsequently expired.